Manufacturer narrative:
Updated field b5 with new information obtained.

Event description:
It was reported that faradrive steerable sheath was selected for use. During the procedure, when the sheath was inserted, air was noted when attempt was made for aspiration and blood leak was noted. As per the physician opinion, valve in the sheath was malfunctioned. Thus the sheath was replaced and the procedure was completed successfully. No patient complication was reported. The device is not expected to be return for analysis as it was disposed. It was further confirmed that no damage was noted to the catheter or the sheath. During aspiration, air was noted inside the syringe. Additionally, slow drip blood leak (approximately 100c) was noted near the valve of the sheath. No clinical event or symptoms due to blood loss. The blood stop with the pressure hemostasis and once the device was replaced. No air was noted in the patient. The farawave catheter was not inserted into the sheath.

Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.

Event description:
It was reported that faradrive steerable sheath was selected for use. During the procedure, when the sheath was inserted, air was noted when attempt was made for aspiration and blood leak was noted. As per the physician opinion, valve in the sheath was malfunctioned. Thus the sheath was replaced and the procedure was completed successfully. No patient complication was reported. The device is not expected to be return for analysis as it was disposed.